Event description:
It was reported that the 9600emi c-arm was not booting up. It was noted that an sram card was required. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. As identified replaced the sram pcb. The system was tested and found to be working as intended and placed back into service.